Event description:
The ge oec 9800 fluoroscopy system had cranial/caudal motion in only one direction. Impaired system mechanical movement.

Manufacturer narrative:
A ge oec service rep investigated the issue and removed and replaced 2 servo drives and the mcu pcb. Additionally, the remote user interface was also replaced. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient info with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.